Event description:
It was reported to philips that after the installation, the battery reported an error. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance. The asp replaced the battery to resolve the issue. The device returned to full functionality after repair was completed and remains at the customer site.